Event description:
Ceramic insert eage cracked during implantation shell explanted and exchanged for a bigger one.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The product was evaluated by the supplier which concluded that due to the misalignment there was a point contact between the metal shell and the insert which initiated the fracture. The misaligned position of the insert is also the reason that the insert stuck in the metal shell. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.